Event description:
The customer stated that the insulin pump was not working properly. The customer stated that he was hospitalized for high blood glucose levels one week ago. The customer did not know the date. The reported blood glucose reading was 343 mg/dl. The customer stated that he wanted an insulin pump trainer to check the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.